Event description:
We have identified a problem with the radial jaw 3 biopsy forceps from boston scientific. The cups of the forceps do not close all the way causing difficulty, if not inability, in removing the forceps from the bronchoscope channel. We have had the forceps rupture channels on 2 bronchoscopes, necessitating repair. In another instance, the physician was not able to remove the forceps from the channel and the entire bronchoscope had to be removed from the pt. We have 2 lot numbers in inventory and both lot numbers are affected.